Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) inquired as to this device's involvement in a recent field advisory. Additionally, the patient noted that he had previously experienced 13 shocks inappropriate shocks while in atrial fibrillation with a rapid ventricular response. Technical services discussed the shortened replacement window advisory and advised that the patient consult his physician. Subsequently, the device was explanted due to normal battery depletion and returned for analysis.